Event description:
A pump reset alarm was reported, and it was mentioned that several reset alarms occurred. The customer observed a 5% battery level, and technical support could not confirm all reset alarms due to the pump not turning on. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy and received a replacement pump as technical support closed the case.